Manufacturer narrative:
(B)(4).

Event description:
It was reported review of an electrogram strips revealed low level, high frequency noise that was inhibiting pacing with a possibility of myopotential oversensing. Low r-wave amplitude was also observed in the clinic. The low frequency attenuation filter was turned off. However, the patient received an inappropriate shock due to post-sensed t-wave oversensing leading up to ventricular tachycardia diagnosis. The low frequency attenuation was turned back on and the pacer sensitivity was increased. The myopotential oversensing was largely resolved and no t-wave oversensing was observed. The patient will be followed normally. No further information is available.